Event description:
It was reported that the patient's ambicor inflatable penile prosthesis was removed because the patient was unable to pump the device due to fluid leak. A new 20cm ambicor was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.